Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented in clinic during a follow-up. Device interrogation revealed high rv pacing lead impedance. Failure to capture and noise were also observed on the stored egms. Noise was noted previously as well. During the lead revision, fluoroscopy revealed no lead anomalies and testing was normal. The physician also check set screw connection. Fluoroscopy showed that the lead was not fully inserted into the header. The lead was reconnected. The patient was stable before and during the procedure, and will continue to be monitored.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of capture, impedance, and noise anomalies were confirmed in the laboratory via review of device image. Further evaluation noted presence of epoxy contamination on the v-ring contact spring. The cause of the field event was due to the epoxy contamination.

Event description:
New info received. Device was explanted and replaced.